Event description:
Olympus was informed that the referenced device sparked when plugged in. No further detail was provided. There was no report of any patient or user harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the connector side of the device severely burnt and cracked. The exact cause of the reported event could not be conclusively determined. The device has been scrapped. Olympus (B)(4) is filing mdrs on behalf of (B)(4). This report is being submitted as a medical device report in an abundance of caution.